Manufacturer narrative:
Evaluation summary: the stent was stretched proximally on the balloon. The first 5 distal stent wraps were intact. The remaining stent wraps were stretched, bunched and deformed. There was deformation to the distal tip. (B)(4).

Event description:
Physician was attempting to use a resolute onyx drug-eluting stent in a mildly calcified lesion in the obtuse marginal (om) with 70% stenosis and moderate tortuosity. No damage was noted to the packaging and no issues noted when removing the device from the packaging. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated. The stent did not passed through a previously deployed stent, there was resistance encountered when advancing the device but it is unknown if excessive force was used. It was reported that the stent deformed. No injury to patient. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions